Event description:
Customer received a result of 220 mg/dl on the advantage system, and a result of 105 mg/dl on a professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.